Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported that according to manufacturer instructions, after drilling to appropriate depth and creating the screw's hole properly, and when the surgeon wanted implant the proper size of screw in the hole by the screw driver, the tip was broken. The distributor that this screw driver was newly added to our instrument sets and was used only for a few surgeries. The distributor reported that since we usually put three kinds of screw drivers in the instrumentation set (universal, flexible, straight), the surgeon used another type to finish the procedure. The distributor reported that no unusual circumstances happened and the patient didn't get any more anaesthesia.